Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported condition of the battery unable to charge on the pump. The symptom was unable to be reproduced with the device able to properly charge an installed battery module with no issues. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a battery not charging during therapy (medication, dose, programmed amount and delivery rate unknown) in the medicine unit. There was no patient injury or medical intervention associated with this event. No additional information is available.